Event description:
It was observed that during the device evaluation, the subject device exhibited the following reportable malfunctions: the universal cable was scratched, and the light guide bundle was broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to the regional repair center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the newly malfunction reported as ¿the universal cable was scratched¿, it was due to a component failure of the universal cable; and for the event ¿the light guide bundle was broken¿, it was due to a component failure of distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.